Event description:
While performing preventive maintenance on the bed, the technician found the cable assembly for the air-can hi/low coil had wires exposed and showing copper.

Manufacturer narrative:
The technician replaced the cable assembly to repair the bed.